Event description:
Boston scientific received information that during a difficult implant procedure, this patient had no conversion during defibrillation threshold (dft) testing of 21 joules and 31 joules with successful conversion using external defibrillation. Post conversion, the patient was being paced; however, the patient did not exhibit a pulse (pulseless electrical activity). A full code was performed for one hour, however, the patient could not be revived; the code ceased and the patient was pronounced dead. Additional information was received via the field representative that this patient was induced during dft testing and after conversion via external defibrillation, the patient was in pea; the rhythm appeared to be a normal looking paced rhythm; however, there was no mechanical activity associated. An echocardiogram was taken with no sign of a lead perforation however there was little to no heart wall movement noted. Emergency measures were attempted for over 1.5 hours; however; were not successful. Of note, the patient's ejection fraction before the procedure was around 10-15 percent. The physician did not believe the lead or device malfunctioned, however, it was thought the patient's death was related to the implant procedure/testing.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.